Event description:
It was reported that when the ac adapter cord was plugged into the ventilator, the pins melted and the dc connection on the cord sparked. It is unk if the ventilator was connected to a pt when the reported problem occurred.